Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to air in the line which is attributed to problems with the patient's arterial needle. The cycler alarmed appropriately. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff was notified of the event. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment. Air was observed coming from the arterial needle. Rinseback was started but not completed resulting in an estimated blood loss of 25cc. No medical intervention was required.